Event description:
Customer reported high blood glucose of 500 mg/dl. Customer declined troubleshooting the insulin pump. Customer just wanted to set up the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.